Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation , the pulse generator exhibited capture anomalies with autocapture programmed on. The device was explanted and replaced on (B)(6) 2014.